Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly the current implant was implanted in 1986. There is no apparent complaint. Revision surgery scheduled for (B)(6) 2014.